Manufacturer narrative:
It was reported that when patient underwent monarch implantation, the surgeon attempted to remove mesh but was unable to due to scarring. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted to treat stress urinary incontinence and urethrovesical hypermobility. It is also reported that the patient had an ams monarch implanted on (B)(6) 2007 for stress urinary incontinence and diminished bladder capacity. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and urethrovesical angle hypermobility. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced persistent stress urinary incontinence, dyspareunia and urinary urgency.